Manufacturer narrative:
Philips has investigated this complaint. According to the information it is unknown if the unit was in patient use at the time of the reported issue. A philips field service engineer (fse) inspected the system onsite and confirmed that error massage generated by remote alert. After reviewing log filet, fse found the problem. Fse replaced the ippc to resolve. After replacement of ip pc, the system returned to use in good working order. The defective part was returned for analysis and no failure was found. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert: error_fluostr-imageds. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.